Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after one hour of treatment with a polyflux 17l dialyzer, the patient stated they "felt itchy all over their body". According to the reporter, "red rashes" were observed on "the patient's eyelids and buttocks". The patient was administered promethazine hydrochloride (25mg intramuscular injection) and oxygen. It was reported the "rash was relieved", treatment was discontinued. No additional information is available.